Manufacturer narrative:
Upon retrospective review, this issue was determined to require an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. Customer reported that during a case the ffr live recording value displayed .78. After the recording was completed the displayed value in the ffr chron log entry was .80. The site reviewed the recording in hemodynamics>pressures and .78 was not displayed as a value any where in the recorded pressure as they moved the ffr point across the recording. Investigation revealed the same results. Customer stated that the physician chose to perform the pci on the .78 ffr value displayed during the live recording and might not have performed it if they had not seen the .78 during the recording. Reference: (B)(4).